Event description:
The complainant reported that they encountered pump saturation and placement signal issues during impella 5.5 support. Pump saturation was noted along with the patient decompensating. The staff then prepared to swap out the pump. While waiting the pump corrected itself and flows and pump metrics returned to normal. With the pump functioning normal the swap out was cancelled. Overnight the placement signal began to give ¿in aorta alarms¿ despite being well placed. He flows were questionable. Metrics became inconsistent with patient hemodynamics and the impella flows began to resemble pump saturation. As a result, the impella was exchanged to another impella 5.5.

Manufacturer narrative:
The initial manufacturer device report number 1220648-2025-31139 erroneously included the failure mode stroke against pump serial number (B)(6). The only failure modes that occurred while the patient was on support of impella cp serial number (B)(6) was optical signal issue and saturated flow. Please see manufacturer device report number 30072025-0001904422 and manufacturer device report number. 17092025-0001934204 for serial number (B)(6) and the failure mode stroke with the outcome of death. The following corrections were made to manufacturer device report number 1220648-2025-31139. B1 product problem only b2 should have been left blank b3 date of event b5 patient narrative h1 type of reportable event; malfunction h6 health effect - clinical code, health effect - impact code, and medical device problem code corrected to reflect the failure modes reported.

Manufacturer narrative:
The cause of the saturated flow was most likely due to biomaterial ingestion per returned product evaluation and data log analysis.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported an impella 5.5 was placed to support a patient with known heart failure/cardiogenic shock awaiting possible transplant. When admitted, there was a new facial droop and speech issues that prompted the team to have a computerized tomography scan done. There was no cerebrovascular accident observed. Three weeks into the support, there was again cerebrovascular accident signs/symptoms that prompted imaging to reveal a hemorrhagic cerebrovascular accident.